Manufacturer narrative:
(B)(4). Physio-control has received the device and is in the process of investigating the reported problem. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Upon boot up, it was reported that the device only has a white screen indicating a lock up failure. There was no pt use associated with the event.